Manufacturer narrative:
Oncentra has an approval mechanism and it's clearly stated in the documentation that only approved plans should be used for treatment. The user has not followed these instructions. Oncentra does not allow to approve plans without dose. As a result of the FDA form 483 report fei number (B)(4) dated (B)(4), 2011, nucletron (B)(4) is now submitting this MDR in compliance with corrective actions of the FDA form 483.

Event description:
Onentra allows to export unapproved plans without dose for user workflow reasons. The unapproved plan was used as "simplan" and consequently for treatment. This resulted unintended in a fraction of 5.5gy instead of the planned 2 gy. This could almost completely be compensated during the following treatments, and the deviation from the prescribed dose was very small.